Event description:
Customer reported having several seizures due to the device results, however no values were provided. Customer passed out at the store and the ambulance was called. Paramedics device = 53 mg/dl and customer's device = 271 mg/dl. Customer was treated for glucose level, however the type was not provided. Customer was taken to the emergency room (ER). No controls. A request was made for return product and replacement product was sent.